Event description:
During a coiling procedure, the coil protruded from the aneurysm. A retrieval device was used to remove the coil, during removal, the coil became stretched. There was no reported clinical consequence to the pt and another coil was placed without issue.